Event description:
The surgeon placed a 3-point mayfield headrest on the patient's skull. It was rechecked, and secured for proper placement prior to positioning the patient. The patient was positioned and the 3-point mayfield headrest was secured on the mayfield attachment. The patient's head was repositioned by surgeon. A skin laceration approximately 4 cm in length was noted on the left lateral skull area. The laceration was closed with a skin stapler. Antibiotic ointment was applied, and the bleeding was controlled. The 3-point mayfield pin and headrest were closed. New pins and a 3-point headrest were placed, secured to mayfield table attachment, and taped. The 3-point mayfield headrest was sent to the company to be checked.